Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00314 to provide the correct date in date of this report. The correct date that should have been documented in the date of this report of the initial report is (B)(6) 2014.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00314 to provide the correct date in date of this report.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility and the lot number is unknown. Therefore, the investigation was based upon evaluation of user facility information and current product sample of the involved product code. Visual inspection was confirmed to have no anomaly along the total length. Magnifying inspection of the dilator did not find any anomaly. The distal segment was confirmed to have been taper-processed in the proper manner. The current product sample was verified to be the normal product. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported the following information: 1) a glidesheath introducer was used in a procedure for a femoral approach; (2) the dilator was advanced over the guide wire; (3) due to the patient's vessel being excessively tortuous, it was difficult to advance the involved sheath; (4) this resulted in a perforation of the iliac artery; and (5) the patient was transferred to the surgical department to treat the perforated artery.